Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on the left lead and the right lead had migrated. Weight gain was reported; however, the patient did not experience ineffective therapy. To address the issue, the leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.